Event description:
It was reported on 29-mar-2026 that the patient's infusion cannula was kinked and experienced high blood glucose level to 16 mmol/l and treated with correction bolus via pump. Infusion set has been used for less than twelve hours.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.